Event description:
A user facility reported that their patient sustained a burn and depigmentation at the treatment site following the use of the harmony xl pro system. Alma lasers inc. Conducted an investigation which determined that the burn with subsequent hypopigmentation had likely occurred due to user technique. The investigation also indicated repigmentation may occur over time, therefore we are reporting this in good faith. The device was requested for inspection but the customer has not returned the device for inspection or responded to the device return follow up attempts completed by alma lasers inc.